Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 400 mg/dl. Troubleshooting was performed, and the insulin pump failed the prime and high pressure tests. Advised that the insulin pump would be reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.